Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical attention due to hypoglycemia and strong cramps resulting in emergency services being called. The patient's blood glucose (bg) level was 3.1 mmol/l (55.8 mg/dl). The ambulance arrived and the patient was given an emergency spray called baqsimi for treatment. The pod was worn for between 5 and 24 hours on the abdomen.